Event description:
It was reported that when the patient's device was interrogated a burst watchdog timeout warning was seen and all outputs were set to zero. The patient's device was programed on after implant with a programing tablet installed with m3000 v1.0 software. At a follow-up appointment, the patient was interrogated and a burst watchdog timeout warning was seen and all outputs were set to zero. The device was programed back to the previous, normal settings. The data from the tablet with m3000 v1.0 software has been received for analysis. Analysis of the data has been completed and confirms the event is due to a programming software issue that would leave the patient's device susceptible to a burst watchdog timeout. No further relevant information has been received to date.